Event description:
It was reported to philips that the system froze during startup; software error suspected on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system and identified no hardware issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).